Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of lower than normal results with coaguchek xs meter serial number (B)(4). On (B)(6) 2018 the customer tested on the meter and received the following results: 10:10 a.m.- 1.8 inr; 10:10 a.m.- 1.9 inr; 10:15 a.m.- 1.5 inr; 10:59 a.m.- 2.0 inr. The meter result of 1.5 inr was obtained using an incorrect code chip. The customer used the same fingerstick for 3 tests in a row. Product labeling states to use a new stick on a new finger for each test. The customer stated that her inr had been around 1.9, but is bleeding a lot. The customer¿s therapeutic range is about 2.5 inr. The customer stated that the low readings have caused her doctor to increase her warfarin dosage. There has not been a change in patients inr results. No adverse event occurred. The customer has experienced some bruising. The customer is not feeling well but stated it is not related to her inr. The customer's new medications are levothryoxine and antibiotics. The customer has had no dietary changes. The customer is not anemic, on heparin or direct thrombin inhibitors, and does not have antiphospholipid antibodies. The returned strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. The returned meter was tested with the returned test strips. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot: 272165) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.